Event description:
It was reported that the 9800 system had excessive burn in on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors and tube cover were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.